Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor and consequently experienced a loss of consciousness. The emergency services were called and the customer was taken to a hospital where an unspecified treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor and consequently experienced a loss of consciousness. The emergency services were called and the customer was taken to a hospital where an unspecified treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.